Event description:
The tech alleged that the brake pedal locks, but the brake casters still moves. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster and the bushings on the break block mechanism assembly to resolve the issue.